Event description:
Reportedly, customer received a low insulin alert and an out of insulin alarm. Blood glucose (bg) was impacted; however, customer corrected with bolus injections. Review of pump data by tandem technical support showed 130 units of insulin loaded on (B)(6) 2014 and depleted on (B)(6) 2014. Data was communicated to contact. Reportedly, contact met with the customer's family and physician, and communicated that more insulin should be loaded in the future and the purpose of the alert/alarm. Contact reported customer bg level was no longer a concern.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.